Event description:
It was reported that prior to use on the patient, the orange indicator could not set in the green zone by rotating the adjusting knob. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Incomplete firing cycle, uncut washer - unblemished. The analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The adjusting knob functioned as intended and without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.